Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. The aquabeam motorpack was returned for investigation. A review of the treatment log files confirmed the reported e31 and e42 error and additional e23, e43 and e22 errors. Functional testing was unable to replicate the reported issue as the aquabeam motorpack functioned as expected. The root cause is undeterminable as the aquabeam motorpack was found to be functioning as expected. A review of the device history record (DHR) for the aquabeam robotic system / serial number 21c02033 and aquabeam motorpack / lot number 21c01784 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece e23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece e31 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece e42 - motorpack error release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. E43 - cpu error release foot pedal and click x. If error persists, turn off and turn on cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural set up, the aquabeam robotic system generated an "e31 - motorpack error" and "e42 - motorpack error." During troubleshooting attempts, the issue could not be resolved until a new aquabeam motorpack was used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.